Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Manufacturing records and complaint history could not be reviewed as a valid lot number was not provided and could not be obtained. It was initially reported that during screw insertion a sliver was noticed through the graft window from the screw during insertion. Due to screw main body and associated plate not being able to be returned, a definitive root cause could not be determined. Based on screw thread fragments returned, the most potential root cause may be screw over angulation, however this cannot be confirmed. Screw over angulation may cause screw thread to contact plate during insertion and strip the threads.

Event description:
It was reported that while inserting an ozark self-starting variable screw into an ozark plate, a sliver piece of metal came out through the plate window as the screw was driven deeper. The procedure was completed successfully without surgical delay. No adverse consequences were reported. This record captures the ozark plate.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that while inserting an ozark self-starting variable screw into an ozark plate, a sliver piece of metal came out through the plate window as the screw was driven deeper. The procedure was completed successfully without surgical delay. No adverse consequences were reported. This record captures the ozark plate.